Event description:
It was reported that oversensing of noise was observed. Externalized conductors were noted on x-rays. Lead remains implanted. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.